Event description:
It was reported that on (B)(6) 2023, a 13mm amplatzer septal occluder was implanted into an atrial septal defect (asd) using a 9f amplatzer trevisio intravascular delivery system. The dimension of the asd was measured to be 11-14mm, which was determined via sizing balloon occlusion. On (B)(6) 2023, it was discovered on a routine transesophageal echocardiogram (tee) that the device had relocated anteriorly to an unstable position in the heart. The device had shifted such that the right atrial disc was partially in the left atrium. Some of the disc was still holding onto the septum. The patient did not complaint of any symptoms. The device was surgically explanted, and a surgical patch was applied to close the asd. The patient had prolonged hospitalization to recover from surgery. The cause of the migration was believed to be due to deficient posterior rim. The patient status was reported as stable.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 13mm amplatzer septal occluder was implanted into an atrial septal defect (asd) using a 9f amplatzer trevisio intravascular delivery system. The dimension of the asd was measured to be 11-14mm, which was determined via sizing balloon occlusion. On (B)(6) 2023, it was discovered on a routine transesophageal echocardiogram (tee) that the device had relocated anteriorly to an unstable position in the heart. The device had shifted such that the right atrial disc and left atrial disc were both in the left atrium. The patient did not complaint of any symptoms. The device was surgically explanted, and a surgical patch was applied to close the asd. The patient had prolonged hospitalization to recover from surgery. The cause of the migration was believed to be due to deficient posterior rim. The patient status was reported as stable.